Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age not provided by reporter. Not explanted. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient sustained a right distal tibia fracture from being hit by a car. She was initially immobilized with a cast. Then at a later date she was treated with a 10 hole right variable angle locking compression plate. The plate subsequently broke. Radiographs were provided and demonstrated a break at a screw hole. There wasn't any mention of revision surgery. Patient current status is unknown. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Customer quality unit received a maude report forwarded from department of human services; this report is against mw5067622. Only additional and/or corrected information will be contained in this report. Concomitant medical products: 2.7mm metaphyseal scr slf-tpng w/t8 strdrv recess/46mm (part #02.118.546, lot # unknown, quantity 2); 3.5mm crtx screw/low prof hd self-tapping/star drive/28mm (part #02.206.228, lot # unknown, quantity 3); 3.5mm crtx screw/low prof hd self-tapping/star drive/30mm (part # 02.206.230, lot # unknown, quantity 1); 3.5mm crtx screw/low prof hd self-tapping/star drive/36mm (part # 02.206.236 lot # unknown, quantity 1); 2.7mm va lckng screw slf-tpng with t8 stardrive recess 42mm (part # 02.211.042 lot # unknown, quantity 1); 2.7mm va lckng screw slf-tpng with t8 stardrive recess 40mm (part #02.211.040 lot # unknown, quantity 1); 2.7mm va lckng screw slf-tpng with t8 stardrive recess 38mm (part #02.211.038 lot # unknown, quantity 1); 3.5mm variable angle locking screw/slf-tpng/strdrv/38mm (part #02.127.138 lot # unknown, quantity 1).

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.